Manufacturer narrative:
"Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study indicated the patient's weight was (B)(6). The cause of the urinary incontinence, nausea, headache, and hospitalization was that the patient had a post-operative urinary tract infection (uti). It was noted that the event resolved on (B)(6) 2016. It was noted no action was indicated, but further follow up was being confirmed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving lioresal via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported the patient presented to the emergency department on (B)(6), with urinary incontinence, nausea, and headache with no emesis. It was noted the patient was admitted to the hospital for work up. It was note the event resulted in in-patient hospitalization and prolongation of existing hospitalization.